Manufacturer narrative:
The field service engineer (fse) replaced the precision pump lower seal and o-ring. The fse aligned the main pipettor, primed the fluidics, and calibrated the obstruction detection sensor. The fse completed system check and verified quality control (qc), which passed within specifications. The fse verified the system performed to performance specifications. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The affiliate reported the customer reported an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, for one patient, involving the access 2 immunoassay system utilized in conjunction with the access hypersensitive htsh assay. An initial result of 6.73 uiu/ml was obtained. Subsequent analysis of the patient¿s sample, on the original instrument and an alternate unicel dxi system (model and serial number unknown), recovered lower results of 2.33 uiu/ml and 2.27 uiu/ml, which were within the normal reference range. The erroneous result was not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer also noted reagent distribution message displayed on the event log; no further details were supplied. Quality control (qc) was within the laboratory¿s established limits prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.